Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and fecal incontinence. It was reported that every time the patient came out of (B)(4), they would get shocked. It was noted that they went there 3 ¿ 4 times a week. No further patient complications are anticipated or expected as a result of this event.